Event description:
When in use during surgery the inner blade broke off and got stuck inside the outer tube. The nurse indicated that x-rays were obtained and verified that the broken pieces of the device were contained within the unit and none entered the patient.